Event description:
It was reported that during an unknown procedure, the clips did not come out perfectly. Another stapler was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The clips ejected and were not closed. The analysis results found that the (B)(4) device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and thirteen scissor clips class I were fed. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.